Event description:
(B)(4). Since the implant I've experienced mood change serve cramping irregular periods stabbing pains on my side. Sometimes painful to sit down. Feel pain in my rectum. Now I have been diagnosed with alapocia have really bad hair loss. Also I forget everything I have brain fog. The device was covered by my insurance which is (B)(6).